Event description:
The customer stated that her doctor wanted the insulin pump because it was old. The customer then stated that she was hospitalized a long time ago for high and low blood glucose levels. No dates or blood glucose levels were given. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.